Event description:
The user facility reported patient was placed onto impella support on 16 sep 2025 for optimization prior to aortic valve replacement. Patient was taken to operating room due to continued mediastinal hemorrhage. Clot was evacuated, inferior mesenteric artery was ligated with sutures, and blood products were given, followed by washout and chest closure. The patient experienced acute hypoxic hypercapnic respiratory failure, associated with volume overload, for which he was reintubated. The patient went into atrial fibrillation, treated with amiodarone. Patient experienced ventricular tachycardia following coughing spells. Additional antiarrhythmic medications were given. Impella support was increased due to hypotension. Patient was also placed onto continuous renal replacement therapy for aggressive fluid removal. Heparin was paused due to trach site bleeding. Heparin was paused due to suspected thrombocytopenia. Impella was explanted with noted difficulty, including moderate bleeding from the graft and requiring one unit packed red blood cells. Explanting physician suspects device adherence to the vessel wall.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product returned for evaluation. Major bleed, respiratory failure, hypotension, thrombocytopenia: clinical details noted that patient had bleeding from chest that required packing and additional blood products. Additionally, patient experienced respiratory failure and thrombocytopenia while on support. And support of pump was increased due to patient experiencing hypotension. The cause of the injuries was not determined due to insufficient clinical details. Thrombosis, atrial fibrillation, tachycardia: clinical details noted patient had clot in r/l chest. Additionally, patient experiencing atrial fibrillation (afib) and ventricular tachycardia (vt) while on support. In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficulty to remove: clinical details noted that when pump was being explanted, moderate bleeding from graft was observed. Physician noted possibility of impella had made adherence to vessel wall. No additional details were provided. The cause of the delivery issues could not be determined as limited clinical details were provided. Device history review: pump passed all post-sterile inspection checks.